Event description:
While using a byte day aligners, patient reported that their aligners are cutting into their bottom gums. They are also causing their gums to turn white. Provided hht&t tips and advised patient to file down sharp edges. Requested patient to give update if tips and filing helped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.